Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) remotely accessed the station and closed the medbank application. The network adapters page was reviewed using the ncpa.cpl command. The medbank application was then restarted, and after relaunch, the drawer offline message cleared. Users were subsequently able to sign in successfully, and normal functionality was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer offline message was encountered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.